Event description:
Event [preferred term] (related symptoms if any separated by commas) patient's blood sugar levels had been consistently around 12-13 recently [blood glucose abnormal], needle was frequently clogged [needle issue], needles were bent [needle issue], patient had been reusing needles for injections [multiple use of single-use product], sometimes continue using needles even when the needles were bent [wrong technique in device usage process]. Case description: this serious spontaneous case from china was reported by a consumer as "patient's blood sugar levels had been consistently around 12-13 recently(blood sugar abnormal)" with an unspecified onset date, "needle was frequently clogged(needle plugged)" with an unspecified onset date, "needles were bent(needle bent)" with an unspecified onset date, "patient had been reusing needles for injections(needle reusage)" with an unspecified onset date, "sometimes continue using needles even when the needles were bent(wrong technique in device usage process)" with an unspecified onset date, and concerned a patient who was treated with novofine (needle) from unknown start date for "device therapy", patient gender, age, height, weight and body mass index were not reported. Historical drug: novopen 3. Concomitant products included - novopen 5(insulin delivery device) . On an unknown date, patient felt the injection speed of novopen 3 was slow, which made absorption easier recently, after switching to novopen 5, the injection was felt smoother, but the needle was frequently clogged and medication was not absorbed well. On an unknown date, patient's blood sugar levels (blood glucose) had been consistently around 12-13 recently (unit not reported) and that the patient had been hospitalized. Patient had been reusing needles for injections and would sometimes continue using needles even when the needles were bent. Other details of hospitalization were not reported. Batch numbers: novofine: requested. The outcome for the event "patient's blood sugar levels had been consistently around 12-13 recently (blood sugar abnormal)" was not reported. The outcome for the event "needle was frequently clogged (needle plugged)" was not reported. The outcome for the event "needles were bent (needle bent)" was not reported. The outcome for the event "patient had been reusing needles for injections (needle reusage)" was not reported. The outcome for the event "sometimes continue using needles even when the needles were bent (wrong technique in device usage process)" was not reported. Reporter's causality (novofine) - patient's blood sugar levels had been consistently around 12-13 recently(blood sugar abnormal) : unknown needle was frequently clogged(needle plugged) : unknown needles were bent(needle bent) : unknown patient had been reusing needles for injections(needle reusage) : unknown sometimes continue using needles even when the needles were bent(wrong technique in device usage process) : unknown company's causality (novofine) - patient's blood sugar levels had been consistently around 12-13 recently(blood sugar abnormal) : possible needle was frequently clogged(needle plugged) : possible needles were bent(needle bent) : possible patient had been reusing needles for injections(needle reusage) : possible sometimes continue using needles even when the needles were bent(wrong technique in device usage process) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigation results. Suspect: novofine, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case has been updated with the following. Malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected novofine needles have not been returned to novo nordisk for investigation. Despite repeated attempts, the batch number for the device remains unavailable, and consequently, neither batch trend analysis nor reference sample analysis could be conducted. No additional confounding factors have been identified. Based on the information currently available, it is recognised that reusing needles may result in needle blockage or bending, which could compromise the accuracy of the administered dose. As a result, the patient may not receive the intended dose, potentially leading to hyperglycaemia. This outcome is due to improper handling of the device. H3 continued: evaluation summary. Suspect: novofine, batch: unknown. No investigation was possible, because neither sample nor batch number was available.